Manufacturer narrative:
The insulin pump could not prime during the prime test due to a faulty force sensor. No alarm for a loose drive support disk was noted. The insulin pump was received with a cracked case at display window corners and reservoir tube. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had an issue with the prime/delivery test on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.